Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power, unexpected restart error test, basic occlusion, occlusion, prime and excessive no delivery test. No moisture damage found inside the insulin pump. The insulin pump was received button error alarm due to corroded keypad traces. No unexpected low battery alarm noted during testing. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer reported that she received a button error alarm right after the insulin pump got exposed to moisture. The customer reported that the buttons were unresponsive after putting back the battery. The customer's blood glucose was 50 mg/dl at the time of incident. The customer stated that she treated her low blood glucose with juice. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.